Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a device replacement procedure , this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. A commanded 1.1 joule shock was delivered which reported an impedance measurement of 103 ohms. The lead was connected to a new implantable cardioverter defibrillator (ICD) and the shock impedance measurements were within normal limits. No additional tests were performed. The rv lead remains implanted with the new device.